Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for malignant pain. It was reported that the patient was charging too often and having issues with re charging. For the three months prior to (B)(6) 2016, the patient's ins was not holding a charge and not functioning as well. The ins went dead really quickly. The patient had not recently been reprogrammed, switched to a new group, or needed to increase parameters. The patient did not have any previous overdischarge events. It was noted that the patient had a fall that could be related to the issue. The rep had access to a physician programmer and a therapy impedance check had a resulting value of 576 ohms. Recharge statistics were checked and showed 108 total recharges, an average duration of 1.5 hours, recharging every 8.8 days on average, and all eight coupling bars. This had bothered the patient for the last two months prior to (B)(6) 2016. The patient wanted to try another recharger antenna. A replacement antenna was ordered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.